Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that a follow up took place. The shock impedance measurement was out of range in one configuration. It was noted that five new out of range shock impedance measurements were seen from june and july 2015. A synchronize shock was planned to be delivered to evaluate the integrity of the right ventricular (rv) lead. At this time the device was reprogrammed.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received noted that a synchronized shock was delivered which showed normal shock impedance measurements. The device was reprogrammed to a distal coil to can configuration. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that two out of range high shock impedance measurements were recorded when it comes to this device. The rest of the impedance measurements appeared normal. An inquiry regarding this case was made to boston scientific technical services (ts). Ts noted that a save to disk would be needed to further investigation this case. At this time the device remains implanted. The lead model/serial is unknown. No adverse patient effects were reported. A save to disk was reviewed by ts and confirmed two out of range shock impedances measurements. Further testing was discussed to determine the root cause of this issue as well as testing to confirm patient safety. At this time the system remains implanted.

Manufacturer narrative:
(B)(4). This investigation is ongoing. Upon further information this investigation will be updated.